Event description:
Hosp advised that dopamine was being infused on channel c and other critical drugs were being infused on the other three channels. The pump alarmed 671 at 3:24 p.m., then channel c alarmed 887 at 3:40 p.m. And all four channels shut down. A normal saline bolus was running at the time and staff used this infusion to maintain blood pressure while they switched the pt to another pump.